Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (ess205) (batch no. 12238869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, back pain, muscle strain, chills, diaphoresis, fever, dizziness, neck strain, motor vehicle accident, neck pain, fall, contusion and muscle strain. Concomitant products included ethinylestradiol;levonorgestrel (alesse) from (B)(6) 2003 to (B)(6) 2003, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2004, ibuprofen from january 2004 to december 2008 naproxen sodium (aleve) since (B)(6) 2004. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure coils placed without difficulty with five coils visible on the left and three coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: fatigue, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (ess205) (batch no. 12238869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, back pain, muscle strain, chills, diaphoresis, fever, dizziness, neck strain, motor vehicle accident, neck pain, fall, contusion and muscle strain. Concurrent conditions included leukemia (chemotherapy) since (B)(6) 2015. Concomitant products included ethinylestradiol;levonorgestrel (alesse) from (B)(6) 2003 to (B)(6) 2003, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2004, ibuprofen from (B)(6) 2004 to (B)(6) 2008 and naproxen sodium (aleve) since (B)(6) 2004. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced urinary tract infection ("uti") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (ablation and essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal discharge, urinary tract infection and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure coils placed without difficulty with five coils visible on the left and three coils visible on the right. Discrepancy noted in essure confirmation test. Treatment received for menorrhagia, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: fatigue, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. Case was upgraded to serious incident. Removal was added. New events added: post removal complications. Outcome of previously added events pelvic pain and menorrhagia were updated to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (ess205) (batch no. 12238869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, back pain, muscle strain, chills, diaphoresis, fever, dizziness, neck strain, motor vehicle accident, neck pain, fall, contusion and muscle strain. Concurrent conditions included leukemia (chemotherapy) since (B)(6) 2015. Concomitant products included ethinylestradiol;levonorgestrel (alesse) from (B)(6) 2003 to (B)(6) 2003, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2004, ibuprofen from (B)(6) 2004 to (B)(6) 2008 and naproxen sodium (aleve) since january 2004. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced urinary tract infection ("uti") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (ablation and essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal discharge, urinary tract infection and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure coils placed without difficulty with five coils visible on the left and three coils visible on the right. Discrepancy noted in essure confirmation test. Treatment received for menorrhagia, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: fatigue, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)'). In a 31-year-old female patient who had essure (ess205) (batch no. 12238869), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: overweight, back pain, muscle strain, chills, diaphoresis, fever, dizziness, neck strain, motor vehicle accident, neck pain, fall, contusion and muscle strain. Concurrent conditions included leukemia (chemotherapy) since (B)(6) 2015. Concomitant products included ethinylestradiol;levonorgestrel (alesse) from (B)(6) 2003 to (B)(6) 2003, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2004, ibuprofen from (B)(6) 2004 to (B)(6) 2008 and naproxen sodium (aleve) since (B)(6) 2004. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems, condition: depression"), anxiety ("psychological or psychiatric problems, condition: mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced urinary tract infection ("uti") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (ablation and essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain and menorrhagia had resolved. And the vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, vaginal discharge, urinary tract infection and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure coils placed without difficulty. With five coils visible on the left. And three coils visible on the right. Discrepancy noted, in essure confirmation test. Treatment received for menorrhagia, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 28 kg/sqm. Hysterosalpingogram: on an unknown date, essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: fatigue, menorrhagia. Lot number#: 12238869, manufacturing date: 2003/06, expiration date: 2004/02. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 12238869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, back pain, myofascial pain syndrome, chills, diaphoresis, fever, dizziness, neck strain, motor vehicle accident, neck pain, fall, contusion and strain. Concomitant products included ethinylestradiol; levonorgestrel (alesse) from (B)(6) 2003 to (B)(6) 2003, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2004, ibuprofen from (B)(6) 2004 to (B)(6) 2008 and naproxen sodium (aleve) since (B)(6) 2004. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure coils placed without difficulty with five coils visible on the left and three coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: fatigue, menorrhagia. Most recent follow-up information incorporated above includes: on 26-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue , weight gain / loss (specify which one) weight gain, vaginal discharge. Device category changed from device other event to incident. Reporter information, aka name, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.